Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.